Manufacturer narrative:
Distributor scheduled in-service at facility and it was completed. Training on the proper usage of vancare slings with a vanderlift pt lift. User error was the cause of the incident. Is stated in manuals that only vancare slings are to be used on the vanderlift lifts.

Event description:
Two cna's and a student went to lift the pt using a vanderlift and a direct supply hammock style sling when the pt slid feet first out of the sling. The student was holding the foot end of the sling when she suddenly let go of the sling causing the pt to slide out of sling onto the floor. Only vancare slings are to be used on vanderlift lifts, this is stated in the manuals that are sent out with the lifts.